Event description:
The patient reported having difficulty maintaining coupling while recharging. The patient followed up with the hcp and the patient was scheduled for surgery to exam pocket depth and/or replacement. The device was explanted due to an inability to recharge the device, even after using a new recharger.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.